Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 192 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The esc button was unresponsive due to unlocked connector at lcd board. Displacement test was not performed due to unresponsive button. The device had cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corner.